Event description:
It was reported that this sprint fidelis lead implanted in 2000 exhibited shock impedance greater than 200 ohms. The first out-of-range value was in (B)(6) 2021, and since then has been mostly saturated. Observations pointed towards lead impairment and technical services recommended further troubleshooting and maneuvers to evaluate the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).